Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was scrolling and the buttons were unresponsive. Customer's blood glucose was unknown at the time of incident. The customer's last known blood glucose was 343 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. No display ramping on its own anomaly noted. No low battery alarms noted and the insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump has minor scratches on the lcd window and with cracked battery tube threads.